Event description:
It was reported that not all the patient files were visualized after the upgrade, the patient list was empty. An explanation was required.

Event description:
It was reported that not all the patient files were visualized after the upgrade, the patient list was empty. An explanation was required.